Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported change in the shape and increase in breast volume. A violation of the integrity of the implant was found on ultrasound of the mammary glands. This related to the left side. Device has been explanted.

Event description:
Healthcare professional reported change in the shape and increase in breast volume. A violation of the integrity of the implant was found on ultrasound of the mammary glands. This related to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.